Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 42 mg/dl after underestimating a high-carbohydrate fast-food meal when using the ilet bionic pancreas, and the event was associated with meal announcement and incorrect meal size with no alerts or alarms reported. Symptoms included hypoglycemia. Outcomes included self-limited hypoglycemia without hospitalization. Investigation included attempts to obtain additional information from the user for context and confirmation. Investigation of this case revealed no device malfunction and suggested user-related factors, specifically an underestimated carbohydrate entry for the meal, as the likely contributor to the hypoglycemic event. It was concluded, based on previously established findings for similar reports, that the cause was user-related meal announcement error leading to inappropriate insulin dosing.